Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received an appropriate therapy shock however, after the episode was over the respiratory rate trend (rrt) sensor was turned back on. In under a minute, there was a stored signal artifact monitoring (sam) episode in which there was right atrial (ra) noise that was being oversensed by the rrt sensor. Impedance measurements were all within range. Technical services informed if there is an out-of-range pacing impedance they will be notified with an alert and recommended to continue to monitor. At this time, the ICD and right atrial (ra) lead remains in service. No adverse patient effects were reported.